Event description:
The hospital reported that during a coronary artery bypass procedure, the cone tip of the vasoview 6 evh system dissection tip detached in the pt's leg. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4)